Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the pacing function test does not pass. Remote support from the customer care solution was received and it was determined the malfunction was with the heartstart hands-free cable. The customer replaced this cable which resolved this reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the heartstart hands-free cable. The reported problem was confirmed. The customer replaced this heartstart hands-free cable which resolved this reported issue. The investigation concludes that no further action is required at this time. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that heartstart xl defibrillator/monitor did not pass the pacing functional test. There was reportedly no patient involvement.